Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. The patient was hospitalized for peritonitis and another unrelated medical condition. Treatment details and action taken with dianeal therapy were unknown. At the time of this event, the patient had recovered. No additional information is available.